Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a fontan open heart procedure, the right ventricular (rv) lead was nicked with a bovie which damaged the lead. The lead was capped and remains in the patient and a new rv lead was placed. No patient complications have been reported as a result of this event.